Event description:
(B)(6) MDR - the pm could no longer be interrogated after the implantation. It was explanted and returned for analysis. There were no adverse patient side effects reported.

Manufacturer narrative:
First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker underwent an electrical incoming goods inspection. During the initial interrogation, a warning message appeared at the programmer, which indicates damaged memory content. This could be confirmed by a memory analysis. In general, the device is capable of detecting damaged memory content. The pacemaker reacts in such a case according to specification with a switch to the safe program, in which an antibradycardic therapy function is ensured. During interrogation, a corresponding warning message is displayed to the user, prompting a re-initialization. The re-initialization and the subsequent interrogation could be carried out successfully and without anomalies during the analysis. The implant functioned as expected after the re-initialization. The pacemaker's capability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed specification-conforming behavior in regard to its therapy function. In summary, the analysis of the pacemaker identified damaged memory content. The cause of the damaged memory content could, however, not be found. It can not be ruled out that the observed behavior might have been triggered by external influences, such as strong electromagnetic radiation. There was no material defect or manufacturing error.